Event description:
The home pt (hp) reported feeling full, as if home pt was overfilled, while using the homechoice cycler for apd therapy. The hp relates that the homechoice cycler is programmed for a last fill volume of 1900mls, which is left to dwell within pt's peritoneum during the day. This volume of fluid is typically drained out at the start of the subsequent apd therapy during the initial drain phase. In 2001, the hp reportedly did not drain this fluid out during the initial drain before the cycler advanced into the first fill. The hp reported feeling full immediately after receiving pt's first fill of the therapy and placed pt's cycler into a manual drain, removing 4, 130mls of solution. Review of the hp's program parameters revealed the initial drain alarm setpoint was 10mls. According to the hp, there was no pt injury or medical intervention.